Manufacturer narrative:
Common device name: defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed three and a half years remaining longevity after right ventricular (rv) outputs reprogrammed to 7.5 volts. The field representative exited the session and re-interrogated but now showing 7 years remaining longevity. Boston scientific technical services (ts) discussed possible reason for this issue. Additional information obtained from the field which indicated that the cause of the issue was not determined and there was no intervention needed or done. As of this time, the device remains in service. No adverse patient effects reported.